Event description:
It was reported the patient was diagnosed with an infection at the ipg site. The ipg was explanted and replaced. The replacement ipg was implanted at a new pocket site. The patient was treated with IV and oral antibiotics. She is doing well and the infection is healing. No further information is available at this time.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.